Event description:
It was reported that the right atrial (ra) lead exhibited undersensing during atrial tachycardia/atrial fibrillation episodes. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.